Event description:
Customer alleged discrepant blood glucose results of 500 mg/dl and 220 mg/dl when testing was performed within 4 minutes on the advantage system. Customer reported no symptoms, and did not alter treatment based on the results. No adverse event was reported in connection with the discrepancy. A request was made for the return of the suspect device and replacement product was sent.